Manufacturer narrative:
The device was received with no esc and act button response due to corroded keypad traces. There were no ramping numbers or scrolling bar moving anomaly noted. The device was received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was 147mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.